Event description:
This case was initially received via (B)(6) ((B)(4)) on 01-sep-2017. The most recent information was received on 07-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain"), septic shock ("septic shock"), migraine with aura ("migraines with aura") and hemiparesis ("right hemiparesis of face and body") in a (B)(6) female patient who had essure (batch no. 886668) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine with aura (seriousness criterion hospitalization), hemiparesis (seriousness criterion hospitalization) with gait disturbance, mobility decreased and muscular weakness, uterine leiomyoma ("uterine fibroma"), feeling of body temperature change ("intense sensation of hot and/or cold"), musculoskeletal pain ("muscle pain and joint pain"), fatigue ("constant intense fatigue"), menorrhagia ("hemorrhagic periods"), groin pain ("groin pain"), hyporeflexia ("decrease in patellar reflexes"), abdominal distension ("swollen abdomen"), dyspnoea ("shortness of breath"), rhinorrhoea ("nose running year-round"), muscle tightness ("jaw pressure"), memory impairment ("memory disturbances"), disturbance in attention ("concentration disturbances") and gastrointestinal motility disorder ("transit disturbances"). On (B)(6) 2017, the patient experienced septic shock (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of allergy to metals ("nickel allergy") and the second episode of allergy to metals ("cobalt allergy"). The patient was hospitalized on (B)(6) 2012 and then (B)(6) 2012. The patient was treated with antipsychotics, surgery (removal of essure via laparoscopic bilateral salpingectomy and hysteroscopy) and surgery (for uterine fibroma in (B)(6) 2016). Essure was removed on (B)(6) 2017. On (B)(6) 2012, the hemiparesis had resolved. On (B)(6) 2017, the septic shock had resolved. In 2017, the back pain, migraine with aura, feeling of body temperature change, musculoskeletal pain, fatigue, menorrhagia, groin pain, hyporeflexia, abdominal distension, dyspnoea, rhinorrhoea, muscle tightness, memory impairment, disturbance in attention and gastrointestinal motility disorder had resolved. At the time of the report, the uterine leiomyoma and the last episode of allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, disturbance in attention, dyspnoea, fatigue, feeling of body temperature change, gastrointestinal motility disorder, groin pain, hemiparesis, hyporeflexia, memory impairment, menorrhagia, migraine with aura, muscle tightness, musculoskeletal pain, rhinorrhoea, septic shock, uterine leiomyoma, the first episode of allergy to metals and the second episode of allergy to metals with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-sep-2017 for the following meddra preferred terms: - back pain: the analysis in the global safety database revealed 336 cases. - septic shock: the analysis in the global safety database revealed 0 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.